Event description:
Boston scientific received information that this device declared elective replacement indicator (eri) with a monitoring voltage (mv) of 2.52v and a charge time (CT of 16.1 seconds. This device is included in the mid-life display of replacement indicators product update classified as a product advisory. The device was explanted and replaced without further incident. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a longevity calculation confirmed the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.